Event description:
The customer reported that the system screen went black and no fluoroscopy image was available. The system was rendered unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The screen rotation button was replaced. The system was then found to be operating as intended.